Event description:
During a ptca treatment procedure, deflation difficulties were encountered with the maverick2 monorail 12/3.0 mm balloon. No pt injuries or complications were reported.

Event description:
It was further reported that the pt experienced chest pain during this event. The lesion being treated was a 70% stenotic lesion in the bifurcation of the left circumflex (lcx) coronary artery and the 1st obtuse marginal branch (om) branch coronary artery (3.0 mm reference vessel diameter.) The physician accessed the lesion via a right groin access site. He used a whisper .014/190 guidewire and a 8f cordis xb 3.5 sh guide catether to cross the lesion. The maverick2 monorail 12/3.0 mm balloon was used to predilate the lesion for placement of a 2.75x32 mm drug eluting stent. The physician had diffculty inflating the balloon. During the initial attempt, the balloon would inflate, but the physician could not see it on x-ray. The indeflator was disconnected and reconnected and the second attempt to inflate the balloon was successful. The balloon was visibly inflated at 6 atms which was the final inflation pressure. The balloon was visible under fluoroscopy when under negative pressure. The physician then had difficulty deflating the balloon but it did eventually deflate. The balloon was inflated for 5 minutes. The pt experienced chest pain while the balloon remained inflated. Multiple attempts were made to deflate the balloon catheter and 'poked' the balloon to deflate it. The balloon was removed from the pt in an intact state. The procedure was successfully completed and the final pt condition was reported as 'stable'.

Manufacturer narrative:
Returned device analysis. Product analysis could not verify the difficulty stated in the complaint. The catheter shaft was inspected for damage or material defects; none were found. The catheter was tested for deflation rates using a glycerol/water solution (23:70 ratio) which nearly simulates a typical contrast formula (50:50 renografin: salin solution). Consistent deflation time was achieved in approximately 9 seconds, which is well within specification for this device. It should be noted that a more concentrated contrast solution may adversely affect deflation rates. The proximal balloon bond was measured and found to be .0326" and does not exhibit a focal neck down. The manufacturing records for top assembly batch 6890815 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact circumstances which led to the complaint could not be duplicated.